Manufacturer narrative:
Initial data/feedback suggested cause(s) to be attributable to variable attachment techniques and preferences. Further engineering studies were conducted. Manufacturer codes: method - while not always repeatable, engineering studies were able to replicate attachment/mating anomalies. The engineering data did identify variations with various IV catheter component threads that could "bend" much easier than those IV catheters with strip proof like threads. Based on extensive engineering analysis and data, minor enhancements to overall spin collar fitment were identified, qualified and are in various stages of implementation. These improvements have been shown to address mating device components variations to ensure a deeper fitment/initial retention between the spin collar/male luer so it does not bind and act in some cases like a stationary luer (difficult to spin). As an interim measure the account manager/facility contacts have been provided techniques related recommendations that have also been shown to be effective. Findings: the involved devices/set-ups were not returned for analysis and verification. There were no reported visual defects/component damage(s). The exact cause(s) of the reported product experiences/issues are unknown. This report and the associated information have been entered in the manufacturer's database for analysis and trending.

Event description:
Complaint received concerning attachment/leakage issues with use of IV catheters and 12514-01 7" pressure infusion (400psig) ext sets. It was reported that there have been intermittent occurrences where the 12514-01 "locking end of extension set does not screw onto IV catheter properly...leaks, comes apart, for the last 6 weeks or so there has been a problem with the actual lock part of the extension set. It isn't threading correctly no matter what you do so you get a leak..." There were no reported adverse patient consequences and or outcomes. Although requested additional relevant information including usage/set-up and status of involved device returns has of the date of this report not been provided. Lot build review: a review of the MFR lot database for lot# 31-505-s; (mfg. Date: 07/2013) shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception reports generated during this lot build. Previous investigations of similar attachment issues involving device sets configured with spin collar fitments have been conducted.